Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the instrument was not returned for evaluation. Engineering evaluation noted that the intra-operative bone fracture reported was likely the result of the reaming/tamping technique. The design team was consulted and concluded that the surgeon would have reamed deeper to get through the hard cortical bone, they likely would not have seen the crack. "Unintended bone fractures" is listed in the product labeling for the resurfacing system under device specific risks.

Event description:
During the tamping stage for the cage of a resurfacing hemi, a small fracture running across the head of the humerus was caused.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the instrument was not returned for evaluation.

Event description:
During the tamping stage for the cage of a resurfacing hemi a small fracture running across the head of the humerus was caused.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the instrument was not returned for evaluation.

Event description:
During the tamping stage for the cage of a resurfacing hemi, a small fracture running across the head of the humerus was caused.